Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by (B)(6), a 10-pk of neuro patties had 11. There was no report of injury or delay.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.